Event description:
A (B)(6) male pt contacted zoll customer support to report that he received a ¿call ambulance¿ message. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (¿call ambulance¿) message has been confirmed. As received, the brown -5v power supply was broken inside the trunk cable. The cause of the ¿call ambulance¿ message is a false asystole event. The cause the asystole event is the flat-line signal. The cause of the flat-line signal is the damaged -5v power supply. The root cause of the damaged power supply cannot be positively identified, but is likely excessive force on the trunk cable. No adverse event resulted from the damaged power supply wire. The pt received a replacement electrode belt.